Manufacturer narrative:
(B)(6).

Event description:
The customer reported during operation the device issued a message about the lack of oxygen at the input to the device. The ventilator was providing therapy to a patient at the time of the issue. The patient was placed on oxygen concentration in combination with the v60 ventilation. The message on the device screen: "check vent: o2 supply pressure sensor range error" indicates a failure of the oxygen pressure sensor on data acquisition board. The only thing that can be added additionally is that the doctor said that there may be a problem with the oxygen cylinder reducer. As a result, the doctor tried the operation of the device with a different cylinder and a reducer - the device started working without any error messages on the screen. Additional error messages reported on screen were high o2 supply pressure, oxygen not available, low minute ventilation, and low tidal volume. Further information is pending.

Manufacturer narrative:
H11: the type of report is updated: as previously documented, the patient experienced a desaturation of peripheral oxygenation (spo2). Further good faith efforts have been lodged in order to obtain information related to device resolution, conclusion, and root cause with no response from the reporter. Based on the information provided, further analysis into the root cause of the reported problem cannot be determined. Should further information be provided at a later date, the complaint record shall be amended with appropriate follow-up reporting to competent authorities conducted.

Manufacturer narrative:
The customer reported during operation the device issued a check vent: o2 supply pressure sensor range error.the ventilator was providing therapy to a patient at the time of the issue. Due to the event in question the patient experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent. Deidentified patient date and device therapeutic settings were not provided. During the event in question it was noted that the patient was receiving therapy via a philips branded and approved breathing circuit. Supplemental oxygen was provided to the patient via an external oxygen concentrator (make/model unspecified) in conjunction with the v60 ventilator. The patient was stabilized and able to continue therapy via the v60 ventilator throughout the remainder course of treatment. Based upon the information provided, instruction was provided by a philips remote service engineer (rse) to investigate potential root causes of diagnostic code 1112 as per the v60 ventilator service manual (current revision). Further information was provided to the rse regarding the sequence of events to troubleshoot the diagnostic code during the event in question. It was noted that during the event, device oxygen was being supplied by a compressed gas cylinder (size unspecified) with a flow regulator (unspecified make/model). Upon appearance of the diagnostic code, the physician bedside removed the compressed gas cylinder and replaced it with another (size unspecified) in addition to a different regulator. Upon change of the compressed gas cylinder, the device was noted to have functioned without further error or message on the screen. At some point, the clinical decision was made to supply oxygen to the patient via the v60 ventilator through an external oxygen concentrator (make/model unspecified). Subsequent therapeutic alarm conditions of low minute ventilation and low tidal volume were noted to have occurred as well due to off-label entrainment of supplemental oxygen within the patient breathing circuit caused by the use of the external oxygen concentrator. Further evaluation of the unit by a philips field service engineer (fse) resulted in the replacement of the data-acquisition printed circuit board assembly (da-pcba). Further investigation into the device evaluation is pending.